Event description:
In 2006 the facility contacted baxter customer service to report a pt experiencing low sodium after hemodialysis treatment on a 1550 hemodialysis instrument. The pt went to the hospital after experiencing symptoms of nausea, headache, and vomiting. The pt's sodium level was found to be 120meq/l. The facility was instructed by baxter customer service to do volume checks and calibrate conductivity. No additional info is available at this time. If additional info becomes available, a follow-up report will be sent.